Event description:
The electric power supply cord broke and emitted sparks. The unit has not been returned to co for inspection and may not be. No deaths or injuries were reported. This event is not considered reportable under 21 cr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.